Manufacturer narrative:
Lead migration appears to be directly related to the patient fall and is also a known risk of implantable neuromodulation systems. During the revision procedure the lead components were replaced with tined leads in order to further mitigate potential for future migration for this patient.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021. After implant the patient sustained a fall and subseqently reported loss of pain relief. Xray imaging determined that the implanted leads had migrated away from the target area for pain relief. Surgical revision was performed on (B)(6) 2022 in which the implantable pulse generator (ipg) and implanted leads were replaced and repositioned to the target area for pain therapy.